Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's family member called to report that the patient had been going to the bathroom every 15-20 minutes since this weekend. The patient denied having had any falls or traumas that would have led to the issue. Another family member in the background then came to the phone and asked patient services if patient services was the "manufacturer representative (rep) who met with (the patient) at the health care provider (hcp) on 2023-dec-15." Patient services reviewed they were not the rep who met with the patient and the caller stated they went to the hcp office on 2023-dec-15 because the therapy wasn't working and the patient also had an infection so they met with the rep that day and the rep added an additional program for the patient. The caller could not say when the patient's symptoms initially came back that led to the hcp appointment but confirmed it was sometime in 2023. The caller stated the rep told them that if the therapy stopped helping again, to turn the "left side ins off." Patient services reviewed with the caller they only saw one active system for the patient and the caller stated the patient confirmed that they had 2 ins's implanted on (B)(6) 2019. The caller wanted to turn the "left side" off, per the rep's instructions, so patient services walked the caller through connecting to the patient's settings and turning the "left ins off." The caller stated they were going to reach out to their managing health care provider about the issue and the patient was going to call back for assistance in turning the therapy back on and increasing the stimulation if turning the left side off didn't resolve the issue. Documented the reported event. No further action was taken by patient services.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they are still having ongoing therapy concerns. They believe their device may have moved, but they were out of the country. Reviewed possible adverse events per caller request and redirected to managing physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.